Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty. I received a depuy pinnacle 100 acetabular cup size 52 mm with a 36 mm metal insert and a tri-lock bps femoral stem size 5 hi offset with an articul/eze metal on metal 36 mm +8.5 head. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and an inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time.